Manufacturer narrative:
Citation: ordaz, j.d., archer, j, lee, a. Prepontine baclofen catheter placement: a case report and technical illustration. Interdisciplinary neurosurgery. 2020; 20: 1-3. Date of event: please note that this date is based off the date of publication as the actual event date was not provided. It was not possible to match this event with any previously reported event. Per FDA draft guidance july 9 2013 these events are reported on one MDR due to no patient identifier. Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Summary: in this study, they present a patient with medically refractory cerebral palsy with severe autonomic storming who had undergone multiple revision of spinal itb pumps followed by ivb pump placement. Reported event: the patient presented with worsening spasticity and storming. Since the patient had harrington rods and multiple spinal intrathecal pump revisions, it was decided to place a prepontine itb catheter via endoscopic third ventriculostomy. The patient had an initial improvement in their symptoms. However, spasticity and autonomic storming worsened in the following year. A head CT showed catheter migration into the suprasellar cistern. Therefore, we predicted placing a shunt catheter, which is more robust, would reduce occlusion and migration. In this case presentation, we describe a technique to deliver baclofen into the prepontine cistern via a shunt catheter. We assessed clinical outcome using baclofen dose and the modified ashworth score, which is a scale of 1¿5 used to quantify the severity of spasticity 14. The range is from 0- normal passive range of motion (rom), 1- slight increase in tone with catch and release to normal rob 1+- slight increase in tone with catch and release to minimal resistance on rom, 2- more resistance but passive rom still easy, 3- passive rom difficult, and 4-limb rigid. Briefly, the existing catheter was removed, a burr hole was recreated over the previous burr hole, and the dura and pia were cauterized. A catheter was then passed into the right lateral ventricle using CT stealth guidance. An endoscope was then passed into the catheter to visualize the lateral ventricle and navigate through the foramen of monroe into the third ventricle. The etv was recreated using blunt perforation with the endoscope, which was then advanced into the prepontine space. A shunt catheter was then advanced over the neuroendoscope and the scope was removed. The right-angle connector that came with the kit was then screwed to the bone and the shunt tubing was secured on it. We then connected a metal straight connector to the baclofen catheter on the pump side. The collet was then locked into place on the straight connector. We then took the ventricular catheter and connected it to the open pin of the straight connector. Two 2-0 silk ties were used to give a watertight seal. We then access the side port of the baclofen pump, and 2 ml of csf were withdrawn. This verified the catheter was functional. The cranial wound was irrigated, and incision was closed. After surgery, the pump was programmed to 1000 mcg/day. This was reduced from 1500mcg/day pre-op. This reduction was done to prevent the risk of overdose. Post-operative CT-scan showed proper catheter location. Patient¿s muscle tone, spasticity and autonomic storming improved during the post-operative hospital course. However, 3-months after the initial operation, patient had a sudden onset of increased spasticity and autonomic storming. There was concern for catheter migration, but CT head showed stable position of the tip of the catheter in the prepontine cistern, which prompted revision surgery to interrogate the system. During the operation, it was observed the shunt catheter was disconnected from the straight connector, causing csf leakage. The 2-0 silk ties did not provide a watertight seal on the straight connector. These were excised and replaced with 2 watertight 2-0 silk ties. Post-op, the patient was maintained in 1481 mcg baclofen dose which was the pre-operative dose and was increased to 1630.5 prior to discharge from the hospital. One year after second surgery, patient has done remarkably well with reduced autonomic storming, dystonia and spasticity. Patient is maintained on daily 2080.7 mcg/day baclofen dose. We report insertion of a shunt catheter into the prepontine space via endoscopic third ventriculostomy (etv) for intrathecal baclofen therapy in a patient with multiple itb revision, a failed ivb catheter and previous prepontine baclofen catheter insertion with worsening symptoms. Using a shunt catheter instead of pump catheter to deliver baclofen into the prepontine space provides a sturdier and less compressible catheter. Placing the catheter into the prepontine space should theoretically be better for treating dystonia and autonomic storming. This will bypass the cerebral aqueduct of sylvius and fourth ventricle, which are potential sources of drug dilution and stagnant flow. Limitations of our study were the number of cases presented and the imperfect anastomoses between the shunt and pump catheter. This led to their disconnection, csf leak and reduced cns baclofen delivery after the first procedure. As a result, the patient had increased autonomic storming and spasticity. This incident demonstrates the importance of forming a watertight seal with nylon sutures to connect the tubing system and calls for system optimization. Despite the complication, the patient¿s symptoms improved post-revision and continues to do well one-year after surgery indicating the clinical benefit of this technique.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.